Event description:
Customer reported having issues with low blood glucose of 30 mg/dl. Customer was not hospitalized, but paramedics did show up at his home. Customer stated he just drank some juice. Customer declined troubleshooting for low blood glucose. Customer stated there was an alarm in the middle of the night that he did not wake up to. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.